Event description:
The device was being used for routine patient monitoring. Reportedly, the device spontaneously lost power. The operator switched the device to operate on another battery or batteries, but power could not be restored. A backup device was used to continue patient monitoring.

Manufacturer narrative:
The reported device was made available to the local factory service representative. Proper device operation was observed through full performance and functional testing.